Event description:
A customer contacted beckman coulter inc. (Bci) regarding a creatinine (crem) reaction cup that was leaking on synchron lxi 725 clinical system and the instrument flagged low reagent level. No injury has been reported in connection with this event.

Manufacturer narrative:
Bci service replaced the tricontinent syringe and performed preventive maintenance (pm).